Event description:
It was reported that the patient with this pacemaker had been exhibiting syncopal episodes for a few weeks, with a 19-second pause exhibited. Jumpy impedance measurements were noted and spring contact issue is suspected. Myopotential noise was noted. Technical services (ts) was consulted and recommended further system testing. The pacemaker system remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).